Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve procedure the stapler jammed on the second shot and did not unlock in any way. A new stapler had to be entered to cut / staple the stomach to finish the surgery and be able to remove the other stapler with the remaining stomach between the jaws. No patient consequences reported. No further information is available.